Event description:
The customer reported a temperature sensor error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned the filters and tightened the fan. System operates as intended. This MDR is related to ge healthcare complaint.